Event description:
A report was received from the co clinical in another country associating a cypher stent with asymptomatic angina and restenosis six months after implantation. Prior to this report, an episode of angina was documented at one month following implantation. At six-month follow up, patient presented with stable angina. Coronary angiogram revealed focal restenosis in the mid right coronary artery stents were implanted. The restenosis was treated by balloon angioplasty. Also, a competitor's stent was implanted, overlapping at the distal right coronary artery.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2007-01144, and 9616099-2007-01145. Additional information will be submitted within thirty days upon receipt.